Event description:
It was reported that this rv lead appears to have noise on the iegm. It was recommended to evaluate the lead further.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.